Event description:
5fu order was for continuous infusion into 4 days (96 hours) via easy pump 2ml/hr for 192 ml total volume. Pt was sent correct 5fu does but easy pump was 250ml/hr. Infusion went on 1 hr instead of 96 hrs, outpt setting. Both easy pump 2 ml/hr and 250 ml/hr look the same with same yellow color on rate tag. Pt was admitted to hosp (B)(6) 2015 for observation. Amount: 5fu 4248 mg over 96 hrs.